Event description:
In early 2009, the patient's physician reported that the patient had been hospitalized and he requested product training for his staff. Upon follow up with the patient's daughter the same day, she stated that two days prior, the patient's blood glucose was elevated to 300-400 mg/dl and she was bolusing through the infusion device to lower her blood glucose. The patient began to have chest pains, and she was taken to the emergency room by her daughter. Upon arrival at the emergency room, the patient's blood glucose measured 400 mg/dl and she was treated for chest pains while she remained connected to the infusion device. Further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.